Event description:
1.6 mm wire was placed in the femoral portal to guide a 7x26mm torqloc screw. The surgeon placed the screw in the portal over the wire and began engaging the screw to have it act as an interference screw between the btb graft and bone interface. As the screw is tightened it plows through the portal and ends up in the joint.